Event description:
The hcp reported the pt developed an infection at the implant site in 08/02. Approximately 10/03, the hcp did "debridement and drainage of infection." In 2004, the wound dehisced with exposure of the device. The pump was removed and the wound was debrided and irrigated. The pt recovered without sequela. The hcp spoke with pt in 11/04 and pt has had no other problems with the site.